Event description:
Patient complained of shock during muscle stimulator therapy. Therapy was being administered using the electrotherapy stimulation russian waveform. After a few minutes, the patient complained that the intensity increased.

Manufacturer narrative:
Evaluation results: error on channel 1 was duplicated. Three devices were shorted. A device showed signs of overheating. The traces to third device were burnt off the board. Lead wires and pads that were used when the reported event occurred were not sent in with the unit. System control board software revision is 3.4. Muscle stimulator board software revision is 2.2. Ultrasound board software revision is 2.5. If the h bridge went out, this would cause stimulation when you selected a mode of operation. The intensity level would be at or slightly above the normally level of treatment (approximately 30v).